Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution did not flow through an interlink injection site after the device was connected to an unspecified set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is availed.

Manufacturer narrative:
Additional information: the sample was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included clear passage testing and no issues were noted. The reported problem was not confirmed as no defect was found on the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.